Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged resulting in the pump shutting down. The customer experienced an elevated blood glucose (bg) level of 600 mg/dl. Customer administered a correction injection to address the bg. The customer was sent new charging supplies to resolve the issue.